Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken off connector cap. The reported event of a motor and system alarm associated with the centrimag motor was confirmed; however, it was not reproduced. A review of the downloaded centrimag console log file spanned approximately 3 days (B)(6) 2024 per time stamp). There was a pump stop after a system shutdown was initiated. The "motor disconnected:m2" alarm activated on (B)(6) 2024 at 14:44:12 due to a sf_lmc_motor_disconnected sub fault. On (B)(6) 2024 at 14:44:59, the "motor disconnected:m2" and ¿system alert: s3¿ alarms activated following a can bus send error sub fault. The console was powered on and off twice throughout (B)(6)2024, and the m2 alarm reactivated one time. The speed remained at 0 rpm. There were no other notable alarms active in the log file. And reproduced. The returned centrimag motor, serial (B)(6), was evaluated at the edc. The system was in good condition. The motor was functionally tested and passed all tests. The reported issue could not be reproduced. The unit was cleaned and the unit sent back to the customer. The provided information stated that the correct connection of the motor cable was verified, so it was necessary to connect the centrifugal pump to another motor connected to the same console. Additional information provided stated that there was no adverse impact to the patient. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the weaning of an extracorporeal membrane oxygenation (ECMO) system that was running for 12 days, the centrifugal pump stopped, interrupting the supply of speed and consequent flow. The console displayed an alarm in red of "motor disconnected: m2" and in yellow "system warning: s3". The correct connection of the motor cable was verified, so it was necessary to connect the centrifugal pump to another motor drive connected to the same console.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 narrative info: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was no adverse impact to the patient because the event occurred during weaning from ECMO. The patient was successfully weaned.